Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the head from one ar-8730-26pt, titanium quickfix cancellous partially threaded screw, was returned. There are plier marks and indentations on the screw head. The head showed signs of tension/compression break. The complainant's event was most likely caused by leveraging during insertion or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screw head sheared off during insertion. It was not removed from the patient and nothing was inserted on top of it. Per the reporter, the surgeon used triple play to countersink and drill near cortex. Case was an austin osteotomy, bunion.